Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the implant was getting close to 5 years for replaced. It was noted that the implantable neurostimulator (ins) turned off a couple of times within the last 6 months prior to the report. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to obtain information about the circumstances that led to the event and the steps taken to resolve it. If additional information is received, a follow up report will be sent.